Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the physician had difficulty with connection and insertion of the lead into the connector header of the device. The device remained implanted. No intervention would be performed and the patient would be monitored.